Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the users experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for campylobacter. It was reported that the customer call into olympus and stated that they did a procedure and found that the patient had campylobacter and they have high level disinfection (hld) the scope several times and want the scope sent to olympus for service. The issue was found during reprocessing of the scope. There was no report of patient harm or user injury associated with this event.

Event description:
Additional information received that the endoscope was used in between the date of detection and isolation of the device. There was no report of patient infection.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information reported that the patient had a colonoscopy due to the campylobacter infection. Their symptoms resolved shortly after the procedure. As of the date of the report, the patient was still symptom free. Additional clarification on the timeline was requested but not provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. The device was returned, but did not have a full evaluation as it has been retained as a biohazard while awaiting further instruction from the user facility. The user facility elected to have the device sent out for microorganism testing. The device will have a full evaluation upon return from microorganism testing. Thus far, a root cause was unable to be specified and the relationship between the device and the event is unclear, as the user facility did not consider the device as the cause of the infection. Olympus instructions for use warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The device history record was reviewed and it was confirmed that the subject device was shipped in accordance with the specifications. A supplemental report will be sent upon completion of the full device evaluation or upon any additional information received.

Event description:
Additional information stated that the patient had the infection when being scoped but the user facility did not know about the infection, as such, it was not believed the scope was the cause of the infection. Additional information received was also conflicting in that it stated the patient tested positive post procedure. Multiple attempts to clarify have been performed, but with no clarification received.

Manufacturer narrative:
A visual inspection on the received condition of the scope was performed as an olympus borescope was used to verify the condition of the biopsy and suction channel. First, the borescope was inserted into the biopsy channel from the opening at the distal end. Upon entry, surface scratches were found as well as a stain and kinks near the opening of the channel. The borescope was inserted further and found scratches through the remainder of the biopsy channel. The borescope was removed from the biopsy channel and reinserted into the suction channel. Once inserted, there was no visual indication of any irregularities. In addition, the distal end was inspected under a microscope and found multiple abnormalities. There were multiple dents observed on the distal end cover and deterioration of the glue around the lenses. The glue around the bending section cover was also inspected and found deteriorating as pinholes, cracking, peeling was observed. There were also minor scratches and a dent on the plug unit gold pins were found. The scope was sent to an independent laboratory for microbial sampling and the device tested positive for staphylococcus capitis on the air/water channel, bacillus megaterium on the insertion section, micrococcus luteus on the auxiliary water channel and bacillus flexus on the instrument/suction channel. Although the device was evaluated and microbial testing was performed, the investigation was still unable to determine the cause of the positive culture. The available information provided by the customer did not suggest a deviation from the instructions for use (IFU) by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.